Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced difficult breathing and her husband found her in the bathroom and took her to the hospital. The patient was hospitalized for 4 days. There was no information about the medical intervention or the treatment administered as the reporter did not have that information to provide. There was no information if there was any treatment decision made before the incident based on the cgm readings. There is no documentation of any cgm reading at that time or any alarms or alerts. At an unspecified time of the event the blood glucose reading was 1200 mg/dl and there were no cgm values reported. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia.